Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2011, pt reported elevated blood glucose due to bent infusion cannulas and insulin leakage. Two weeks prior to the report, blood glucose was in the 500 mg/dl range and pt drove himself to the emergency room. Pt was treated with an IV drip and was there for 2 hours before he was discharged. He was diagnosed with diabetic ketoacidosis. Normal blood glucose is 180 mg/dl. When blood glucose was elevated, pt would deliver boluses of 25 units and then 10 units. This would decrease his blood glucose before it increased again. There were no issues with the preparation or insertion of the infusion set. Pt reported, the infusion set adhesive was "sticky to get off." Headsets were inserted manually and with the insertion device, and pt noticed the concerns immediately following insertion. This first occurred when pt started this type of infusion set a month prior. No product was requested for evaluation.